Event description:
It was reported the programmer displayed a black screen at times when powered on. It was further noted the programmer and printer ran slow. The service disk was ran two times, with no change in performance. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer passed all testing, with no anomalies found. It was observed that the keyboard cable was starting to pull apart.